Event description:
It was reported that the patient had an infection. It was unknown as to what caused the infection. The patient was being treated however it did not clear up, so the patient underwent a spinal cord stimulator (scs) explant procedure. The explanted products will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6). Batch: 7083978. Product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50 serial: 7075359 batch: 7075359